Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, however, the surgeon was able to complete the operation with the desired outcome by sewing the staple line and using other reloads. The patient outcome was normal.

Event description:
According to the reporter: intra-operatively in a laparoscopic procedure, the device did not deploy. Issue occurred during the creation of the ileo-cecal pouch. The stapler cuts but didn't lay staples during this critical life changing firing. However, the surgeon was able to complete the operation with the desired outcome. The surgical time was extended 60 minutes due to the product problem. The patient outcome was asked but unknown.